Manufacturer narrative:
A patient experienced ineffective stimulation as well as pain at the ipg site was reported to abbott. As a result, the system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000138441.

Event description:
Related manufacturer report number: 3006705815-2023-05986. It was reported that the patient experienced ineffective stimulation as well as pain at the ipg site. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead is liable.